Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was no atrial or left ventricular lead "as far as we know" yet atrial waves corresponding to ventricular pace events (not ventricular sense) were observed. The user wondered if the atrial lead fell into ventricle. Lead impedance was greater than 3000 ohms. The lead is no longer in use. No patient complications were reported as a result of this event.